Event description:
False negative result(s). Both my husband and my son had the covid symptoms but test negative with this test kit. They tested positive at the doctors office and tested again the same day with this test kit still negative.